Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test." On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), 7 years 3 months after insertion of essure (ess205). On 16-apr-2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain: abdominal"), metrorrhagia ("metrorrhagia (bleeding between periods)"), anxiety ("mental anguish"), depression ("depression") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, metrorrhagia, menorrhagia and post procedural complication had resolved and the anxiety, vaginal haemorrhage, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pelvic pain, abdominal pain, metrorrhagia, and abnormal bleeding (general). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pain pelvic, and metrorraghia." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Event post procedural complication were added. Outcome for event metrorrhagia were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') in a 33-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2012, the patient experienced migraine ("migraines / headaches"), 7 years 3 months after insertion of essure (ess205). On (B)(6) 2012, the patient experienced nausea ("nausea"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), abdominal pain ("pain: abdominal"), metrorrhagia ("metrorrhagia (bleeding between periods)"), anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and metrorrhagia had resolved and the anxiety, vaginal haemorrhage, menorrhagia, depression, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for pelvic pain, abdominal pain, metrorrhagia, and abnormal bleeding (general). ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pain pelvic, and metrorraghia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: pfs received : events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, migraines / headaches, nausea, dysmenorrhea (cramping), abnormal bleeding (general), plaintiff did not undergoes essure confirmation test", reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain :pelvic') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("pain: abdominal"), metrorrhagia ("metrorrhagia (bleeding between periods)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full) on (B)(6) 2012). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and metrorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: she had received treatment for pelvic pain, abdominal pain, metrorrhagia, and abnormal bleeding (general). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. The case is now incident. Previously reported event ¿injury to herself¿ was updated to more specified events ¿pelvic pain, pain: abdominal, metrorrhagia (bleeding between periods), abnormal bleeding (general) and psych injury¿. Reporter, demographics, essure indication (amended), and essure removal date were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.